Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion and correct the h10 section. Correction: the investigation conclusion for lot number m164589 was incorrectly reported under 1221359-2021-03509. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m164589 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot: m164589,test base part number 190-430 / lot: m164589 . The lots met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot m164589 showed that the complaint rates are (B)(4) , respectively. Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue, however, a possible assignable root cause is sample interference; substances in the sample itself may have interfered with the reaction.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported (3) false negative results with the ID now covid-19 assay performed (B)(6) 2021 on direct tested nasal swab samples and generated a negative results with two different lots (lot m164589 and lot m163713). This MFR. Report addresses patient 2of 3. The customer reported (1) one false negative results with the ID now covid-19 assay performed (B)(6) 2021 on a direct tested nasal swab. No repeat testing was performed. Incyte rt-pcr confirmation testing on nasal swabs generated positive results. (CT values not provided). The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.